Manufacturer narrative:
H4: the device was manufactured from march 16, 2018 - march 17, 2018. H10: two (2) actual samples were received for evaluation. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap from the spike port of both samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction/removal report number : 3010291427-09/06/19-001-r should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The issue was identified during setup. There was no patient involvement. No additional information is available.